Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1038332 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 lot 158078 and test base part number 195-430h / lot 154218. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 158078 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough investigation is deemed complete. The product will continue to be monitored and tracked.

Event description:
The user reported an unconfirmed false negative result with binaxnow covid-19 antigen self test. The user stated they performed a quickview covid 19 test and received positive results. The customer then performed a binaxnow covid-19 antigen self test and received positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.